Event description:
It was reported that during a traffic reconstruction procedure, in an attempt to reconstruct the transit with a circular stapler the surgeon had difficulty performing the intraluminal anastomosis. He tried a few times without success, he imagined that it was because the patient already had little tissue margin, and after a few attempts he managed to shoot, but he had the impression that the staples did not fire. The patient continued with a colostomy bag.

Manufacturer narrative:
(B)(4). Batch # unk. Adverse event problem: gastrointestinal system. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information provided: the stapler was not closing fully despite little fabric and eventually the warhead kept unplugging. The surgeon already use this routine stapler model. Outcome: patient followed with colostomy bag. Patient already had little margin for reconstruction. It was already a difficult and challenging case. The surgery team is not assigning the condition of colostomy bag to being unable to complete the stapling, but also to the set of the patient's conditions. They even choose not to open a new product. The sales rep did a step by step with the doctor and the doctor informed having followed all the steps correctly. A video was received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were the few attempts related to connecting the anvil, or related to closing or related to firing the device? Can you please explain what is being shown on the video? Please explain what is meant by, ¿warhead kept unplugging?¿ did the user ever get it in the green range? Were there staples seen in the surgical field? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the procedure completed? Is the colostomy temporary or permanent? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2022. Per video evaluation: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a device with the trocar extended and tissue in the anvil. Also, the safety can be seen engaged and the orange indicator out of green range. At the 0:07 mark, the anvil is retracted and at the 00:16 mark the orange indicator is shown and it continues out of the green range. It is possible that the anvil was not enough retracted to that the orange indicator is inside of the green range. Based on the video the event described cannot be confirmed. Additional information was requested, and the following was received: what were the indications for surgery? Intestinal reconstruction to withdraw the colostomy did the patient receive any preoperative chemotherapy or radiation? No were the few attempts related to connecting the anvil, or related to closing or related to firing the device? Related to close it was difficult ( in the video after the surgery its possible see this situation) ,in the firing the instrument no fired because there wasn't close can you please explain what is being shown on the video? It was impossible to close the stapler and fire . The video has been make after the surgery to prove that the instrument didn´t close in your totality. Please explain what is meant by, ¿warhead kept unplugging?¿ the stapler and ogiva didin´t close did the user ever get it in the green range? The surgeon could´nt seen the green range there wasn´t movement in the scale. Were there staples seen in the surgical field? No what healthcare professional fired the device and what is his/her experience with the device? He saw that did´nt has the fire and try again e again( three times) where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Could´nt see nothing in the scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Maybe they didn¿t remember . Was the device difficult to close? Yes was the device difficult to fire? No. But could´nt see the fire . Only saw the cut after see the donuts how many counter-clockwise revolutions of the adjusting knob were used to open the device? A lot of times. Did the healthcare professional receive audible & tactile feedback when firing the device? No were the donuts inspected? If so, please describe. Yes and it wasn´t staple formation, only the cut was a complete transection of the white breakaway washer visually confirmed? No were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. In the patient didn´t has staple formation and they finished it making repair with suture and after colostomy permanent how was the procedure completed? Yes is the colostomy temporary or permanent? Permanent what is the current status of the patient? The patient is good , but a little impatient/sad.